Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(4) 2017, it was reported that the grill was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 29, 2015 where it was reported that the device was not ratcheting correctly as it was pushing the graft back out and the roller, bushings, side plates, comb, ratchet, gears and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on march 9, 2017 revealed that the comb was bent. The pretesting could not be done due to the damaged comb. The shoulder bolts, washers and nuts needed to be replaced. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on june 14, 2017 which included replacement of the comb, shoulder bolts, cap nut and belleville washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the grill was bent¿ was confirmed since during initial inspection the comb was bent. The root cause of the grill being bent cannot be specifically determined with the provided information. The issue was resolved with the replaced the comb, shoulder bolts, cap nut and belleville washers. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the grill was bent. Investigation results revealed that the comb was found to be bent. No adverse events have been reported as a result of this malfunction.